Manufacturer narrative:
The device is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no non-conformities believed to be related to the reported event. Intraocular infection is identified in the device labeling as a known inherent risk of cataract and glaucoma stent surgery. (B)(4). Submitted to FDA: 10/27/2016.

Event description:
The surgeon initially reported that during their first day in istent surgery an istent procedure was aborted due to compromised visualization. Clinical follow-up was requested and on 10/4/2016 the surgeon provided the following additional event details. The procedure was aborted due to surgical technique and experience with the device. The patient developed a post-operative infection requiring vitrectomy with antibiotics and was reported to be recovering well. Additional information has been requested.

Manufacturer narrative:
Endophthalmitis is identified in the device labeling as a known inherent risk of glaucoma stent surgery. MFR reference # (B)(4).

Event description:
Clinical follow up was requested and on (B)(6) 2017 the surgeon provided the following event details. The patient presented 10 days postoperatively with endophthalmitis. The eye was cultured and found to be coagulase-negative staphylococci, sensitive to clindamycin, doxycycline, and erythromycin and resistant to trimeth/sulfamethoxazole. The patient did not require any additional interventions other than the vitrectomy and antibiotics. The patient's current status and prognosis is excellent and the adverse events were reported to have resolved.